Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device device code (B)(4) and patient code (B)(4) pertain to the lead.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they had watery stools. The patient also noted that they felt aches where the leads were placed and was not happy with their progress on bowel movements. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had loose stools and a lot of diarrhea. The patient stated that they did not believe they had a bowel movement on the (B)(6). The patient stated that they believed that they were making progress when they had a regular bowel movement but felt they were back to square one now. The patient noted that they were not feeling stimulation as strong on one side and believed that the lead possibly migrated. The patient ended up experiencing loose stools and severe diarrhea. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the serial number was unknown and the cause of the patient not feeling stimulation was because the lead migrated. No further complications were noted or anticipated.